Manufacturer narrative:
Device manufactured on march 18, 2022 - march 19, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that a dark particles appeared inside the used containers. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside an unspecified quantity of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified during solution preparation. There was no patient involvement. No additional information is available.